Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The floating mass transducer of the device was dislocated from the incus.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device malfunction which can explain the reported recipient performance problem. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problem of insufficient auditory perception appears to be related to an insufficient mechanical device coupling to the incus, which occurred as consequence of a post-operative fmt migration. This is a final report.

Event description:
The floating mass transducer of the device was dislocated from the incus.